Event description:
An inspection was carried out. The reported problem occurred during procedure. After turning the power back on, it was restored, so the procedure was continued. The procedure was completed without replacement. No delay occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty igniter unit. In addition, it was not possible to identify the cause of the igniter unit failure due to the lack of further information. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered igniter failure and the high brightness does not work due to wear of the detection lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the main lamp does not light up. The emergency lights work, either lamp a or b does not work on the visera elite xenon light source. There were no reports of patient harm associated with this event.